Event description:
The customer reported that the touchscreen was unresponsive. There was no reported impact to the customer. No additional information was received regarding the outcome of the event.